Event description:
It was reported that during a cryoablation procedure, the patient experienced st elevation. Five minutes later, st elevation depressed. It was further reported that the right coronary artery was slightly spastic. IV medication was administered and the case was continued. The patient¿s blood pressure fell, hypokinesia was noted during treatment, and an echocardiogram revealed anomalous pericardial effusion. Pericardiocentesis was performed. The physician was suspicious of perforation of the left atrium. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The electrophysiology (ep) catheter, 239f5 with lot 09654, was used for thirteen applications without issue. The ep catheter was not returned for investigation. The reported issues of st levels increasing, a spastic right coronary artery, and possible perforation of the left atrium cannot be confirmed through data analysis. In conclusion, there was no indication of product malfunction and no product to be returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.